Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio(device #1) may have caused or contributed to the reported event. The patient's attorney alleges injuries and revision surgery; however, no details have been provided the cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1).there is no allegation related to the bard/davol flat mesh two(2), or the perfix plugs two,(2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1) on (B)(6) 2009. It was alleged that the patient underwent surgery for implant of an unspecified bard/davol bard mesh on (B)(6) 2011 and (B)(6) 2015. It was alleged that the patient underwent surgery for implant of two (2) unspecified bard/davol perfix plug on (B)(6) 2014. As reported, the patient is only making a claim for an adverse patient outcome against the ventrio (device #1). It is alleged by patient¿s attorney that on (B)(6) 2010, patient had unspecified injuries related a defect in the product and underwent revision surgery. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."